Manufacturer narrative:
Cerner notified all potentially affected clients on (B)(4) 2012. The software notification included a description of the issue as well as instructions to identify affected pts. Cerner corp will provide a f/u report when the software modification is available.

Event description:
The issue involves cerner pt portal and affects users that utilize the online portal to send and receive messages with their care team. In certain cases, a pt receives notification that a message has been received, but no message is displayed in the pt portal inbox. Pt care could be adversely affected, because the pt is not notified of potential new orders, refilled prescription orders, or changes to existing orders. This issue could result in pt care delay. Cerner has not received communication on any adverse pt events as a result of this issue.